Event description:
This spontaneous case was reported by a physician and describes the occurrence of hypersensitivity ('combination of vague symptoms of what looked like an allergic reaction') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. In 2014, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required) and pain ("combination of vague symptoms of pain"). The patient was treated with surgery (essure was removed). Essure was removed. At the time of the report, the hypersensitivity and pain outcome was unknown. The reporter considered hypersensitivity and pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of hypersensitivity ('combination of vague symptoms of what looked like an allergic reaction') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. In 2014, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required) and pain ("combination of vague symptoms of pain"). The patient was treated with surgery (essure was removed). Essure was removed. At the time of the report, the hypersensitivity and pain outcome was unknown. The reporter considered hypersensitivity and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.